Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I didn't have any problem adjusting the dental protector. The adjustment of dental protector was easy, but after using it a few nights, the dental protector has crumbled. The soft upper layer and the hard base have separated. Lot 037598.